Event description:
It was reported that the users heard a big noise with sparks on the right side of the console. The user tried to restart console, and that caused an electrical short circuit on socket. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. Two bricks components were returned and analyzed. Visually the bricks were found to be in generally good physical condition. All ends were intact with screws securely in place, and there was no leakage observed along the end cap seams. The bodies appeared clean, and light was able to pass through the rod. Also, the control powersuite component was returned and visually, was found to be in generally good physical condition. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the brick number 2 and 3, focus lens assembly, ac controller board, controle cross, scoup, shape and cfiber center were damaged, therefore, replaced. After that the console worked as intended. The instructions for use (IFU) includes specific warnings/instructions related to electrical issue, such as: to avoid risk of electric shock, this equipment must only be connected to a supply main with protective earth. Based on analysis result a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the users heard a big noise with sparks on the right side of the console. The user tried to restart console, and that caused an electrical short circuit on socket. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the brick number 2 and 3, focus lens assembly, mirrors, ac controller board, controle cross, scoup, shape and fciber center were damaged, therefore, replaced. After that the console worked as intended. Two bricks components were returned and analyzed. Visually the bricks were found to be in generally good physical condition. All ends were intact with screws securely in place, and there was no leakage observed along the end cap seams. The bodies appeared clean, and light was able to pass through the rod. Also, the control powersuite component was returned and visually, was found to be in generally good physical condition. However, after testing with master machine, the console did not start, and a short circuit occurred. The control powersuite component was inspected and there were broken varistors, therefore, replaced. After varistors replacement, the component worked fine. The sparks of the console, were due to the damaged varistors, thus, confirming the reported event. Based on analysis result a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the users heard a big noise with sparks on the right side of the console. The user tried to restart console, and that caused an electrical short circuit on socket. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. Two bricks components were returned and analyzed. Visually the bricks were found to be in generally good physical condition. All ends were intact with screws securely in place, and there was no leakage observed along the end cap seams. The bodies appeared clean, and light was able to pass through the rod. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the brick number 2 and 3, focus lens assembly, ac controller board were damaged, therefore, replaced. After that the console worked as intended. The instructions for use (IFU) includes specific warnings/instructions related to electrical issue, such as: to avoid risk of electric shock, this equipment must only be connected to a supply main with protective earth.

Event description:
It was reported that the users heard a big noise with sparks on the right side of the console. The user tried to restart console, and that caused an electrical short circuit on socket. There was no patient involved.